Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during cardiac catheterization procedure was performed when the issue happened. The procedure was performed in another available room. Philips remote service engineer (rse) analysed the issue remotely and found reported malfunction. Rse guided the customer to move the live x-ray image on the flex vision monitor, but it stayed blank even after rebooting. To resolve the problem, onsite service, fse adjusted the cables at the splitter. After that, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.